Event description:
A catheter was inserted into the pt body for the purpose of facilitating dialysis procedures. The catheter broke inside pt body and lodged in their pulmonary artery. Pt began to experience abdominal pain and pleural effusion. Catheter was then removed.